Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("abdominal bloating sensation") and device intolerance ("intolerance to essure"). At the time of the report, the pelvic pain, abdominal distension and device intolerance outcome was unknown. The reporter considered abdominal distension, device intolerance and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating sensation") and device intolerance ("intolerance to essure"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and device intolerance had resolved. The reporter considered abdominal distension, device intolerance and pelvic pain to be related to essure. The reporter commented: general health state of the patient was good. Most recent follow-up information incorporated above includes: on 26-dec-2018: new reporters (health professional and regulatory authority); patient¿s demographic data (53 years old); essure insertion date ((B)(6) 2008); essure removal date ((B)(6) 2017); action taken with essure (device removal); and outcome of events pelvic pain, abdominal distension and device intolerance (recovered). Regulatory authority (ansm) reference number (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.